Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this pacemaker dependant patient with a history of detected ventricular tachycardia (vt) experienced four syncopal episodes. The patient was admitted to the hospital and upon device interrogation, reproducible noise and oversensing was noted on the chronic right ventricular (rv) and right atrial (ra) lead's. Impedance measurements were noted to be within normal limits for both the ra and rv lead's. The patient's physician will be consulted for a care plan. To date, no further adverse patient effects were reported.